Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that the patient experienced power switching. Log files were sent. The battery was exchanged with no effect on the patient. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. One battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis of the battery revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to high 'max error', indicative of a unit that is out of calibration. The most likely root cause of the high 'max error' can be attributed to a use pattern involving the exchange and recharge of batteries before reaching 25% rsoc. The reported power switching could not be duplicated at the bench level.